Event description:
I used this product for many years, frequently had unraveling issues, I assumed this was normal. I proceeded to have severe debilitating lower abdominal and uterine pain throughout late 2019 and early 2020. After several weeks of pain and spontaneous collapsing, I went to the emergency room and was hospitalized for one day to have numerous tests done including a vaginal ultrasound. The results were inconclusive, but doctors were hinting towards some sort of object (such as a tampon) causing ovarian cysts and ruptures. I was unable to walk and had to be on bed rest for 3 more weeks due to such severe pain. There is a high likelihood that this pain kick started gastroenterology issues which developed into ibs, a chronic incurable digestive pain disorder. I never found out about recall from company, so I didn't consider it a possible cause. Recent stories of similar medical experiences linked to their products has brought the possible cause to light.